Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. The patient experienced elevated post void residual with bladder outlet obstruction, overactive bladder, pelvic pain and underwent bladder urethrolysis with excision of scar tissue and mesh material on (B)(6) 2012. The patient experienced stress urinary incontinence and underwent an unspecified surgery on (B)(6) 2013. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2006 and apogee and perigee were implanted. It was reported that the patient underwent gynecological procedure bard align was implanted on (B)(6) 2013. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.